Event description:
It was reported that pump screen was broken, with touchscreen described as unreadable and unresponsive. There was no reported impact to the customer¿s blood glucose level. A replacement pump was provided.